Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the central processing department with an unsigned note that stated, "pump stops randomly in the middle of the infusion-was running milrinone-not good." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming on the device history indicates that on (B)(6) 2012 at 1208, line a was programmed to deliver milrinone 20 mg/100 ml, at a rate of 17.4 ml/hr, with a vtbi (volume to be infused) of 17 ml, for a duration of 58 minutes, and the delivery was started. Between 1304 and 1305, the delivery was stopped, with a volume infused (vi) of 1002.4 ml, the device was backprimed twice, the device alarmed n183 (prox occl b) twice, the alarms were silenced twice, the device alarmed for n250 (door open while pumping) and the door was closed. At 1306, the device was reprogrammed to deliver a vtbi of 90 ml, for a duration of 5 hours and 10 minutes and the delivery was started. At 1353, the device alarmed e322 (I-batt bad 0 calib). At 1354, the alarmed was silenced and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.